Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was nauseous, had severe diarrhea, and then went to sleep. At approximately 3am, customer was found unresponsive in bed and had vomited. Customer was transported by paramedics to the hospital. Blood glucose level was 33 mg/dl. Reportedly, customer may have given herself a bolus that was too large before going to bed. Customer was treated with intravenous glucose. Customer was discharge later same day with the issue resolved. Customer declined request from tandem technical support to check pump bolus history stating that she was sure that she had delivered too much insulin.